Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to anatomy of this patient and poor imaging. The reported poor imaging resolution was due to patient anatomy (huge left atrium and left ventricle). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), two ventricular aneurysms and cardiac transposition for a mitraclip procedure. During the procedure, imaging was difficult. One mitraclip was successfully implanted. During deployment of second mitraclip, partial clip detachment from anterior leaflet was observed. The procedure was terminated with removal of the second clip and no change in mr post procedure. There was no clinically significant delay.